Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Contract manufacturer: dexcom inc. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 007 issue. It was reported that transmitter out of range alerts (cs 206) appeared for more than three hours while the cgm was in range. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: the returned transmitter was paired with a test pump correctly. The blood glucose (bg) value was set to 120 mg/dl twice within 2 hours. Both bg calibration requests were entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarms occurred. The transmitter performed within specification and investigation was unable to duplicate the complaint.